Manufacturer narrative:
Please disregard the information on the previously submitted medwatch. It was found by the field service representative (fsr) that the tube clamps were still functional.

Manufacturer narrative:
The field service representative (fsr) verified that the tube clamp was intermittently sticky and slow to close. He dissembled the tube clamp, replaced the slides, springs, and the knob. He reassembled the tube clamp and performed release testing. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the tubing clamp of the cardioplegia roller pump was stuck and unable to open or lock. The clamp was eventually able to be closed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.